Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and was fractured. The lead was turned off and was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.